Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary results revealed there were no anomolies found. Blood/body fluid was present on the helix mechanism.

Event description:
It was reported that during implant attempt, the lead would not deploy properly. A different lead was implanted. No patient complications have been reported as a result of this event.